Manufacturer narrative:
The product was discarded by the user and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that their consultant, mr (B)(6), saw a piece of presumed clear plastic in the phaco needle itself. He indicated that the particle entered the eye during the surgery however it was removed without any complication to the patient.